Event description:
During an endoscopic ultrasound procedure, the physician used a cook echotip endoscopic ultrasound needle. The physician made the stick. As he was going back and forth with the needle he felt the distal end disengage and he noticed that something broke. The physician kept pulling back on the needle when he noticed that it has disconnected. The physician then pulled the sheath of the needle out which left the needle core behind. They removed the entire endoscope and removed the needle. Nothing remained inside of the pts body. A section of the device did not remain inside the pt's body. Other than removing the needle core, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The needle was separated from the handle and sheath the sheath and handle were still attached. The stylet was returned with no damage. The sheath was kinked and the coils were unraveling from the handle approximately 8 cm from the distal end of the handle. The needle was broken within the portion of the sheath that was unraveling. The handle was disassembled and the needle was examined where the break was located. The needle was broken at approximately 34 cm from the proximal portion of the handle. The end of the needle appeared to exhibit some fraying. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Kinks in the needle and outer sheath can occur if the device experiences excessive pressure during use if the needle experiences multiple passes to obtain multiple samples or if the mass to sample is very hard, bending or kinking of the needle can occur. This bending and/or kinking can lead to needle breakage. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to bending of the needle near the distal end. This bend could contribute to needle breakage. The instructions for use state the following, "attach device to accessory channel port by rotating device handle until fittings are connected. Caution during needle adjustment or extension, ensure device has been attached to accessory channel failure to attach device prior to needle adjustment or extension may result in damage to endoscope " attaching the device to the accessory channel port can prevent kinking of the device and aid in device preservation. Prior to distribution, all echotip ultra endoscopic ultrasound needle are subjected to a visual inspection and functional testing to ensure device integrity.

Manufacturer narrative:
Investigation evaluation: a prod eval was not performed in response to this report because the prod said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the prod said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Kinks in the needle and outer sheath can occur if the device experiences excessive pressure during use. If the needle experiences multiple passes to obtain multiple samples or if the mass to sample is very hard, bending or kinking of the needle can occur. This bending and/or kinking can lead to needle breakage. It is possible that if the needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to bending the needle near the distal end. The bending could contribute to needle breakage. The instructions for use state the following: "attach device to accessory channel port by rotating device handle until fittings are connected. Caution: during needle adjustment or extension, ensure device has been attached to accessory channel. Failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Attaching the device to the accessory channel port can prevent kinking of the device and aid in device preservation. Prior to distribution, all endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the qual engineering risk assessment. Qual assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.